Manufacturer narrative:
Technical services discussed troubleshooting for lead integrity. The representative was to further discuss with the physician. Investigation is completed to date. Should additional information become available this event will be updated.

Manufacturer narrative:
The device was explanted over three months later for normal battery depletion and returned for analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. In addition, laboratory technicians utilized an engineering level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicate that the actual rate of battery depletion fell within an acceptable range. In conclusion, analysis testing could not confirm the reported noise allegation.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected noise which resulted in pacing inhibition. This patient was device dependant, however, there were no patient symptoms associated with the event. In addition, at the time of the event the patient was sick and was coughing a lot. All lead measurements were normal and stable. No further patient effects were reported.